Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was seen in the hospital. The patient had slow ventricular tachycardia (vt) at 135 bpm and the vt zone was programmed at 150-180 with no therapy. Later, reprogramming was performed to lower the rate to 120 bpm and therapies were activated. Technical services (ts) reviewed and stated that the presenting electrogram (egm) shows the beginning of tachycardia started suddenly and there were some uncorrelated 0% beats, but the vast majority were correlated. The physician stated that the sinus rhythm was different from vt and therefore the device did not discriminate well. This device currently remains in service. No adverse patient effects were reported.